Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the hard drive. Replaced the hard drive and installed software upgrade. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system experienced an incomplete boot. Boot stops at 20 arrows on control and no display on workstation. Table is normally booted and functions. There was no report of patient injury.